Event description:
It was reported that the image on the 9800 system was intermittently too bright during high level fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera iris was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.